Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device was overheating. During repair it was observed that the bearings of the device were corroded. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.